Manufacturer narrative:
The complaint sample has not been received by greatbatch for investigation, however the distributor has indicated it will be returned. When it is received, it will be evaluated and a follow-up medwatch 3500a emdr will be submitted. A manufacturing review was performed and no discrepancies were identified. (B)(4). (B)(6).

Event description:
It was reported during an unknown patient procedure that the instruments cardan mechanisms blocked, impeding the correct cup final positioning. The surgeon then had difficulties disengaging the cup from the impactor. The surgery was completed successfully by using a back-up instrument. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The complaint sample was received by integer and the reported event was not confirmed. The chain mechanism was not blocked. A simulator was used to verify attachment and detachment. There was a little resistance observed when detaching the simulator, however, it could be completely detached. From further inspection, there was damage observed on the threads that may be attributed to the resistance experienced. In addition, there were many signs of wear observed throughout the rest of the complaint sample from repeated intended use. There were a few significant gouges on the blue handle that are not consistent with intended use. Further manufacturing review was performed and no discrepancies were discovered. In summary, the observed thread damage is attributed to wear. No further investigation is required.